Manufacturer narrative:
The analysis led to the following observations: the pacing mode is set at ddi since at least (B)(6) 2023. The atrial lead measurement is performed only in case an atrial pacing occurs within the 100 cycles of the attempt. However, since (B)(6) 2023, the statistic of atrial pacing is below 1%. The autothreshold is programmed to off. That is the reason why the ventricular threshold is not printed. The percentage value noticed (323%) regarding the atrial sensing is due to the statistic of atrial detections in ddi: it is greater than the statistic of cardiac cycles. No issue is suspected on the subject device.

Event description:
The nurse informs me that she does not receive atrial impedance nor ventricular threshold. In addition, she finds it strange that the as value is 323%. She does not understand why the electrode alert is in yellow.

Event description:
The nurse informs me that she does not receive atrial impedance nor ventricular threshold. In addition, she finds it strange that the as value is 323%. She does not understand why the electrode alert is in yellow.

Manufacturer narrative:
Clarifications have been provided since the last MDR and the conclusions are as follows: the lead alert was yellow since the atrial lead impedance has not been measured for a long time: on (B)(6) 2023. The pacing mode was set on ddi since at least on (B)(6) 2023. In ddi, the atrial lead measurement is performed only in case an atrial pacing occurs within the 100 cycles of the attempt: o in this case, since on (B)(6) 2023, the atrial pacing is below 1% and since on (B)(6) 2023, there is not enough atrial pacing allowing an atrial lead impedance measurement. Auto threshold is programmed on off. That is the reason why the ventricular threshold was not printed. The atrial sensing rate displayed is 323%. This value is obtained by a formula (atrium/ventricle) where in this case, the atrial sensing (in ddi) is considerably greater than the ventricular cardiac cycles number (paced or sensed). Based on the available data, no issue is suspected on the subject pacemaker.